Event description:
Cystectomy and bricker - "device 1 ((B)(4)), device ((B)(4)), esg ((B)(4)) (B)(4). The surgeon had difficulty unlatching the trigger from the handle during the procedure. The blade become stuck in forward position and upon unlatching the jaws the jaws and blade became stuck. The surgeon was unable to fully open the jaws but was able to open them enough to remove them from the tissue." Patient status: the procedure completed without issue.

Manufacturer narrative:
Update customer's address investigation summary: two (2) event units were returned for evaluation. Engineering performed visual and functional testing on the device. Upon inspection of the first unit, the blade was found to be partially forward. The device was disassembled for further evaluation and it was found that the blade lever had sheared off, which could prevent the blade from being actuated. The blade channel was cleaned and the blade was able to actuate and retract smoothly without the blade lever. Upon inspection of the second unit, the blade channel was cleaned and the blade was able to actuate and retract smoothly without resistance. The unit was disassembled for further evaluation and no damages or defects were noted. The root cause of the experience with the first unit is due to the blade lever shearing off, which prevented the blade from retracting. It is possible that the blade lever could have been compromised during the manufacturing and assembly process, which introduced additional shear stress to the component. Applied medical is currently implementing process enhancements intended to minimize the potential for this type of incident to occur. The root cause of the experience with the second unit may be due to a lack of cleaning the jaws which led to a buildup of eschar. The instructions for use (IFU) states, "build-up of eschar can negatively affect the sealing and cutting performance." This document represents our final report.

Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.